Event description:
A consumer reported that his vision is similar to looking through a screen door; nothing is crisp and clear four years following intraocular lens (iol) implant surgery. He was advised to use artificial tears, but he feels this has not improved his vision. In a follow-up, the surgeon reported the patient was last seen three weeks following implant surgery for this eye (os) and at that time his bcva was 20/20. He also reported the patient may have a "capsular opacity"; however, the patient would need to be seen by a physician to know for sure what the difficulty is at this time. There are two medical device reports filed for this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire has not been received. (B) (4). (B) (4).